Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an issue with the system controller power cables connecting when exchanging power sources was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis. Provided information stated that the system controller was exchanged. A root cause for the reported event was not able to be conclusively determined through this analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook, are currently available. Section 3 of the patient handbook, entitled ¿powering the system¿ instructs users on how to properly connect the system controller to multiple different power sources, including battery clips and the mpu¿s patient cable. Section 8 of the IFU, entitled ¿equipment storage and care¿ and section 6 of the patient handbook, entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system controller lead cables were not adequately attaching when exchanging power sources. Both the patient and the staff had this issue. The system controller was exchanged.